Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
The patient's chest wall infusion port was given to (B)(6) 2025 for insertion of a drug delivery device indwelling needle prior to infusion, and on (B)(6) at 0900 am prior to infusion the nurse in charge slowly spilled saline from the right pterolateral wing when using saline back pumping to push the infusion. The patient inserted the needle did not cause damage. The needle was replaced with a new one of the same brand and model.